Event description:
In 2006, the caller administered insulin her daughter based on the adc device reading. As a result, her daughter started feeling hypoglycemic and having symptoms of hypoglycemia (sweating, wild behavior, passed out). The paramedics were called and she treated at home by the paramedics with apple juice and transported to the hospital.